Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh removal surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6); (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2016. Reportedly, the patient has experienced an unspecified injuy and underwent a mesh removal on (B)(6) 2019.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on (B)(6) 2016. Reportedly, the patient has experienced an unspecified injuy and underwent a mesh removal on (B)(6) 2019.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of the mesh removal surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6); (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.